Event description:
The duett sealing device was deployed following cardiac catheterization (via a 5f sheath in the right common femoral artery). About 30 min post deployment, the patient experienced symptoms of an arterial occlusion (pulseless, mottled foot). Treatment was started 5 hours post deployment, consisting of a surgical thrombectomy and fasciotomy. The event was resolved with no further complications.